Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's sensor glucose was 122 mg/dl and her blood glucose was 139 mg/dl. Customer stated that she has about 20 points difference in readings for her sensor. Customer stated that the threshold suspend went off, but her blood glucose was really 115 mg/dl. Customer's threshold suspend was set at 80 mg/dl. Customer also mentioned irritation under her sensor and blood at site. Customer replaced the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.